Event description:
Device analysis laboratory received "device lot number non-allergan breast implant received at the lab on (B)(6) 2025". This record is for the left side. Device was explanted. Device was returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).